Manufacturer narrative:
Log files from (B)(4) 2016 - normal power consumption - 1 low flow alarm was logged on (B)(6) 2016 at 21:16:01. The low flow alarm limit is currently set to 1.8 lpm. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events, including stroke, have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Stroke is a known potential complication associated with all patients implanted with vads. The instructions for use (IFU) addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). With review of the available clinical data there is no indication of any device manufacturing or performance issues related to the reported event. When a patient's standard anti-coagulation protocol is changed prior to a surgical procedure or aspirin is removed, this can change the patient's clotting cascade and platelet inhibition capabilities. The root cause of the reported event cannot be conclusively determined however, patient, procedural, and pharmacological factors that may have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the us that a patient was implanted with the hvad device with the plan to repair her abdominal aortic aneurysm at a later date. She was schedule for the repair and in preparation, her anticoagulation was held for impending surgery. She was bridged with lovanox and also was on asa 325 and plavix. Her inr was 1.03. The patient experienced aphasia and extremity weakness and a CT scan was done. Patient is currently on a heparin drip and symptoms are resolving. Current symptom is right upper extremity weakness. The initial aphasia has completely resolved. The treatment team note the patient has "mild symptoms". The patient was discharged to a rehab facility and doing well. No additional information available at this time.